Manufacturer narrative:
The investigation into the low pump flow has been completed. Impella rp was not received from the customer. The site reported that pump flows decreased from 3 liters per minute (lpm) to 2 lpm, and placement signal was captured as 100s/90s millimeters of mercury following the placement of a new swan catheter. The root cause of the reported low pump flow/placement signal issue was unable to be determined through this investigation as no product or data logs were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella flows were decreasing during support. The clinician noted that the low pump flows may have been due to a thrombus in the catheter. The impella was removed, and manual pressure was held for forty minutes resulting in the patient stabilizing without the support of the pump. There was no patient harm reported.